Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was abraded at 29.2cm to 26.8 cm from proximal cut end of the lead. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis: abrasion exposing the outer coil.